Manufacturer narrative:
Correction made to report information section: complete? Changed to yes.

Event description:
It has been reported to philips that the device may not be functioning as expected.